Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the products (metasul durom component for femur and metasul durom component for acetabulum) were implanted on (B)(6) 2008 and the femoral component was revised on (B)(6) 2010 due to loosening. The revision of the acetabular component occurred later in 2015 and is reported in (B)(4) (MFR 9613350-2014-02895). Review of surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion: the patient had a durom cup implanted together with a durom femoral component. Based on the available data it can be hypothesized that the implantation technique and positioning of durom acetabular cup potentially had influence on the reported event(s). Thus, the durom acetabular cup issue is known and addressed in a corrective and preventive action. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Concomitant products: medical product: zimmer biomet metasul durom, component for acetabulum, uncemented, 62/56, code v, ref#,0100214062, lot#2439157. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul durom component for femur, cemented ¸ 56/von the right side on (B)(6) 2008 and the patient underwent revision surgery on (B)(6) 2010 due to loosening.